Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant, resulting in delivery of inappropriate shock therapy. Subsequently, this patient underwent a revision procedure to reposition the lead. No additional adverse patient effects were reported. The lead remains implanted and in service.